Event description:
Additional information received from the manufacturer's representative reported the cause of the event was unknown. Impedance testing and reprogramming was performed. It was unknown what diagnostics were performed. The patient was reprogrammed and was no longer reporting urinary incontinence or perineal stimulation.

Event description:
Additional information received from the patient via the manufacturer representative reported that the patient did not want reprogramming and had been using a high density group 98% of the time. The patient wanted the stimulator removed and had pain at the implant site and burning. A history of staph infection has her nervous. The patient stated that she has had urinary incontinence since implant. The patient reported that the therapy was helping more than anything. The patient discussed with her healthcare professional (hcp) about turning stimulation off for two weeks to see if she notices decreased burning at the pocket, improved urinary control and a return of pain. Impedances were all within normal limits. The issue was not resolved at the time of this report. Further information received from the representative reported that the cause of the pain, burning and urinary incontinence had not been determined and it was unknown if it was resolved. Additional information received from the patient via the representative reported that they had pain at the pocket site with any touch or pressure applied. The patient stated that the implant relieved her pain 80% when implanted but about one month later she started having strong pain at the pocket site. The patient had some incontinence issues when running a high density program. It was unknown what led to the event; the patient did not report any falls or traumatic events. All impedances were within range and several reprogramming attempts were made with little relief of her pocket site pain. The hcp performed an MRI and x-ray that showed the battery and leads to be unchanged. The MRI showed a slight bulge of her l3 disc and facet arthritis of l3-4 segment. The hcp noted that the pocket site was painful with light palpation, but otherwise appeared normal. Topical analgesic was attempted with some initial success, but was discontinued as the pocket pain appeared to worsen. The issue was not resolve at the time of this report. Surgical intervention was planned but not scheduled; the patient was scheduled to have a consult to have the system explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient felt "inside on fire, burning up, feels creaked, and pain." The location of the patient's pain was unknown. Additional information received from the consumer via the manufacturer's representative (rep) reported that starting two weeks prior to this report, approximately (B)(6) 2015, she no longer felt stimulation in painful areas and was instead feeling it in her stomach, ribs, and perineal area. Prior to this, the patient had been getting stimulation in her low back and right leg, which were noted as her original painful areas. The patient also had some issues with urinary incontinence since this began. There were no traumatic incidents or falls since the patient's surgery. The only thing the patient reported was a noticeable increase in activity while cleaning her house on (B)(6) 2015. It was unknown what led to this event. No diagnostics or troubleshooting had been performed at the time of this report. The rep attempted to reprogram the patient, but was unable to capture her painful areas without also hitting her stomach, ribs, and perineal area. The rep set up a high density group, using the programming that hit most of the patient's painful areas and activated the sensor in each position to an intensity that did not give the patient stomach, rib, or perineal stimulation. It was unknown if this issue resolved at the time of the report. The rep was going to check back with the patient on (B)(6) 2015 when the patient would return to the office. The patient's status at the time of this report was alive with no injury. No surgical interventions were planned or performed. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and healthcare professional via the manufacturer representative. During consult, the healthcare professional reported that the patient could move the device to resolve some pocket site pain, but the patient wanted the device removed. The healthcare professional advised that the patient's normal pain would return, but the patient still wanted device removal. It was further reported that the all components were removed, and the patient was doing fine at this time.